Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette and a pump a vs. B volume error alarm during fill 1 of 4 of treatment prior to the leak. The cause of the leak were holes in the back of the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler for the night and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event due to holes in the cassette found after canceling treatment and that moisture was also found inside the cassette door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette and a pump a vs. B volume error alarm during fill 1 of 4 of treatment prior to the leak. The cause of the leak were holes in the back of the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler for the night and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event due to holes in the cassette found after canceling treatment and that moisture was also found inside the cassette door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual product sample was returned to the manufacturer for physical evaluation. As the complaint product sample was disinfected and prepared for analysis, three leaks were found in the cassette film. After further inspection, no other problems were found. The complaint product sample was visually inspected according to the bill of materials (bom). During the inspection under the microscope, three tears were found in the cassette film. After further inspection, no other problems were found. This kind of damage could have the following causes: ¿ pump door is sharp per closes unexpectedly during set up. ¿ stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. ¿ finishing problem due to a sharp point created or cassette damaged mechanically. ¿ shipping or transportation damages the product. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The alleged event was confirmed with complaint product evaluation; however, it is not possible to determine the actual cause of the defect.